Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin injection (1gm every fifth day, ongoing, route, frequency not reported), ceftazidime injection (1gm once a day, ongoing, route, frequency not reported) and heparin injection (intraperitoneal, 1/2 ml per bag, ongoing, route and frequency not reported) for the event. At the time of this report, the patient was recovering from this event. Pd therapy was ongoing. No additional information is available.